Manufacturer narrative:
Tested returned unit. Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 18 cal code were not found in glucose log. Errors 0300, 0015, 0204, 0800 and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the date and time had reset after changing the battery on her unlocked freestyle flash meter. While assisting the customer, it was discovered the uom had changed. There was no report of serious injury, death or mistreatment associated with this event.